Manufacturer narrative:
Per information provided by the distributor carefusion technical support determined that the distributor needed a new membrane switch and overlay. The distributor was shipped a replacement membrane switch and overlay. A returned goods authorization (rga) number was also issued for the return of the alleged faulty membrane switch and overlay for evaluation. As of august 4, 2015, carefusion has not received the alleged faulty components.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported that the front panel leds do not light up on one of their ventilators. The incident occurred during patient use, however there was no patient harm. The patient was removed and placed on another ventilator.